Manufacturer narrative:
Evaluation results: one cadd-ms3 was returned for investigation in good condition. There was no evidence of the reported product problem in the event history log. The customer's stated product problem was verified regarding the audible alarm that was activated when the device was stopped. However, the investigator noted that they were unable to confirm that the device turned off by itself. The investigator inspected the pump and performed functional tests. The device was put on run test for two days and was still running until the battery or volume levels were low. Further investigation of the pump determined that the microprocessor board was defective. This was identified as the root cause of the product problem. The microprocessor board was replaced as a result. The problem source was unknown.

Event description:
Information was received indicating that while in use of a smiths medical cadd ms3 pump for infusion of remodulin, the pump turned off by itself and did not alarm. The reporter indicated that the user did not get her medication for several days and was not feeling well. The reporter also indicated that the user experienced shortness of breath. No further adverse effects were reported.